Event description:
It was reported that the screen did not turn on during use. No negative impact in state of health reported.

Manufacturer narrative:
The device in question has been requested for returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B) (4).

Manufacturer narrative:
Result of investigation: the devices were sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer, ]the screen does not turn on during use,' could not be confirmed. No fault could be found with the monitor. The faults with the video laryngoscope are due to normal wear and tear and have no effect on the image. The most likely cause of the fault described is that the monitor switches to standby mode as intended. The investigations carried out above did not reveal any cause related to the labelling, the device or its history. All production-related quality tests were passed, and no non-conformities were found in the device's manufacturing records. It was determined that the labelling contains appropriate instructions and warnings. The complaint history did not reveal any accumulation of similar complaints, and no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Concomitant medical product added in section d10, the device was also returned on august 13,2025. The event is filed under internal karl storz complaint ID: (B)(4).